Event description:
Caller reported that the t:slim x2 pump battery was not charging despite using the correct tandem charging cable and wall adapter. There was no adverse impact to the customer¿s blood glucose level. The customer switched to multiple daily injections (mdi) as a backup for insulin delivery. Technical support decided to replace the malfunctioning pump and informed the customer of the return process for the old pump and procedures for setting up the new one.